Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip lost it integrity. The following was received by the initial reporter: during device placement, the blood flow was not observed and the catheter was not advanced. When removed, it was noted that the catheter tip lost its integrity.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip lost it integrity. The following was received by the initial reporter: during device placement, the blood flow was not observed and the catheter was not advanced. When removed, it was noted that the catheter tip lost its integrity.